Manufacturer narrative:
At this time the ICD and rv lead remain in service. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had not been checked since (B)(6) 2010. There were impedance issues with the right ventricular (rv) lead. The average impedances were 450 ohms and are now fluctuating from 1,242 ohms to 1,300 ohms with a commanded test. No noise was observed on the device. Boston scientific technical services (ts) was contacted and advised the local sales representative to review the impedance measurements for the last year and to also perform pocket manipulation to see if there is noise evidence. The local sales representative did this and found that the pace impedances had been spiking since implant. There was no noise or impedance issues observed after isometrics. The patient is not pacemaker dependent. The local sales representative will discuss with the physician and decide what to do. No adverse patient effects were reported.